Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer was experiencing highs and lows ever since she got her new insulin pump. Customer reported that she had low blood glucose and passed out. Customer reported that she had ER visit last (B)(6) 2014. Customer stated it was really low she had fallen face first and hit her head on the dresser. Customer was taken off from the insulin pump when she was in the ER and went back to injection. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.